Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient complained of instability. Liner thickness was increased. 19mm was replaced with a 25mm cs liner.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon cs insert was reported. The event was not confirmed. Medical records received and evaluation: insufficient records were received for review with the clinical consultant. Device history review: there have been no reported relevant discrepancies for the referenced lot. Complaint history review: there have been no reported similar events for the lot referenced. Conclusions: the reported event could not be confirmed with the limited information provided. The reported device was explanted due to instability however further information such as device return, implant sheets, primary and revision operative notes as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient complained of instability. Liner thickness was increased. 19mm was replaced with a 25mm cs liner.